Manufacturer narrative:
Reportable malfunction with inoflo ds (B)(4) was created as (B)(4). The service log review by product monitoring revealed a delivery failure alarm due to apparent ipl failure followed by a system shutdown alarm due to apparent ipl failure. Replacement of the 50018 main board will be suggested to the distributor due to the service log findings. The root cause for this report was delivery failure; apparent ipl failure due to main board failure. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2016-00070).

Event description:
On 27-feb-2017, mallinckrodt pharmaceuticals received a report from a distributor to report a delivery failure with inoflo delivery system device serial (B)(4). The device was not in use on a patient at the time of the event. There was no impact or harm to the patient reported. This is being reported as it is considered a reportable malfunction based on the completed investigation.